Manufacturer narrative:
All available information was investigated, and the reported premature activation and clip close inability were unable to be replicated in a testing environment. Additionally, a deformed harness, cut lock line, broken and bent coupler, bent and scratched l-lock tabs, and corroded coupler were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the observed broken and bent actuator coupler and bent and scratched l-lock tabs were unable to be determined. The reported premature activation and unable to close clip were cascading events of the observed broken and bent actuator coupler. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) fluoroscopic still image of the reported device was provided. The clip is located at the sgc soft tip and is in an inverted state. The delivery catheter (dc) shaft is located within the sgc distal shaft such that the l-lock shaft is just proximal to the sgc tip ring. The actuator assembly can be seen exiting the l-lock shaft and is misaligned with the clip, confirming that the clip is not attached to the actuator assembly; it is unclear if the part exiting the l-lock shaft is the mandrel component or the coupler component of the assembly. The l-lock shaft tines appear to be intact and undamaged. Reference figure 1. The connector of the clip can be visualized and is rotated ~180° so the tower of the connector is pointing towards the threaded stud. This confirms that the hinge pins of the clip arms are engaged with the connector. When the clip is in a fully inverted state, the threaded stud is no longer located within the connector, thus allowing the connector to pivot/rotate about the hinge pins. The threaded stud can be identified in the image but the proximal threaded portion that normally mates with the coupler of the actuator assembly is obscured by the clip arms and cannot be assessed for a potential coupler break. Based on the image provided, the reported separation of the clip from the dc is confirmed and likely due to a break in the actuator assembly based on the state of the device, as described in this evaluation. However, it is unclear which part of the actuator assembly experienced a potential break and the failure mode cannot be confirmed based solely off the image. Lastly, the gripper component does not appear to be present in the image. The gripper is a single metal component that is specifically formed in the center to match the shape of the top of the connector, allowing the grippers to "sit" on top of the connector in the final assembly. The form fitting shape of the gripper component around the top of the connector provides structural support that holds the grippers in place. In addition, at the top central portion of the gripper component is a hole that allows the threaded stud and coupler (when attached to the cds) pass through during use. When the clip arm angle is ~180° or less, the shaft of the threaded stud passes through the hole in the gripper, preventing detachment of the grippers altogether. If the clip is no longer attached to the cds (coupler not attached to threaded stud) and the clip arms are inverted, as shown in the image, the threaded stud shaft is lifted out of the gripper component. This will allow the clip arms to rotate about the hinge pins and connector (as shown in the image), providing a window for the gripper component to be potentially removed. While it is possible the grippers are present but obscured in the image and cannot be discerned by visual assessment, it is recommended that additional follow up be sent to confirm that the gripper component was successfully retrieved from the patient.¿ (refer to (B)(4)within this complaint record for additional details).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the premature clip detachment requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3. After the clip was opened in the ventricle, it was rotated. The physician did not want to rotate the clip anymore in the ventricle so the clip was inverted and pulled back into the atrium. Once in the atrium the clip should close to 120 degree, but the clip stayed inverted. The clip then detached from the clip delivery system (cds), but remained attached by the lock lines. The clip was pulled to the femoral vein and was removed via surgical intervention. The procedure then continued with a replacement mitraclip nt successfully, reducing mr to grade 1-2. No additional information was provided.